Event description:
This pacemaker was explanted the day after implant because there was no capture in either chamber and the lead impedance for both leads was greater than 3k ohms. Upon explanting, it was discovered that at implant, the pacemaker was hooked up with the existing leads, which were incompatible with this model pacemaker. The pacemaker requires is-1 leads and the existing leads were 5/6 mm. A different model pacemaker was then used, which ws compatible with 5/6 mm leads.